Manufacturer narrative:
The sample has not been returned to MFR at this time. The results of the investigation are not available at the time of this report. A f/u report will be sent when completed.

Event description:
The event is reported as: the bottle had a leak and a crack was found at the wingnut during oxygen therapy on a pt. No pt injury reported.